Manufacturer narrative:
The product has not returned for analysis. However, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. No code available selected to represent the required surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a female patient, with a prosthetic valve in the left atrium, underwent an ablation procedure for atrial fibrillation (afib) with a pentaray nav high-density mapping eco catheter and medical device entrapment occurred requiring surgical intervention. During the procedure, the carto system displayed error 7 current leakage while the smarttouch thermocool sf bidirectional catheter was inside of the patient. There was no signal noise with this error. Multiple monitors were available to monitor the patient¿s heart rhythm when the error occurred. The mapping catheter and cable were replaced, and the issue resolved. It was also reported that there was noise on the carto on pentaray 9-10-11-12. The observed error 7 current leakage and noise issues have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The procedure then continued. Thereafter, the pentaray catheter got stuck in the patient¿s mechanical valve and a physician had difficulty removing. The physician was aware that the pentaray catheter was not approved for patients with mechanical valves. With manipulation, the pentaray catheter was withdrawn. The procedure was stopped to make sure patient would be okay. Upon removal of the pentaray catheter, some of the outer casing was lodged in the patients superior gluteal artery, one electrode was lodged in the liver, wires and the braid were exposed. Customer reported, approximately three electrodes were missing. Ultrasound was performed and revealed 2 electrodes in the groin area and one may be in the lung. Patient underwent interventional neurology to perform complete scans of the brain and carotid arteries to verify if any of the broken catheter went to the cerebral. Additionally, transesophageal echocardiogram was performed to verify that the mechanical valve was not damaged. Fluoroscopy was performed to the body to find the lost pieces of the catheter. The procedure was not completed. Extended hospitalization was not required. Patient was reported as fully recovered and discharged to home. The physician¿s opinion on the cause of this adverse event is that it was procedure related and due to the pentaray nav high-density mapping eco catheter accidentally falling into the mechanical valve, despite trying to avoid the valve.